Manufacturer narrative:
Concomitant medical products: d354vrg, ICD, implanted: (B)(6) 2013.

Event description:
It was reported that there was a lead impedance warning for increasing and high impedance on the superior vena cava coil of the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.